Event description:
Reporter stated that hosp staff responded to a stroke code. Reporter noted that pt was hypertensive and in "an altered mental state." Pt's blood glucose was reportedly measured, using the inform system, with a result of 129 mg/dl. Reporter stated that pt was treated with labetolol, for hypertension. A blood glucose test, performed on a blood gas instrument, was reported to be 39 mg/dl, 27 minutes later. Based on this value, pt was treated with d-50. Reporter noted that pt immediately became more coherent. Reporter stated that, an unspecified time prior to admission, pt was peritoneally dialyzed using extraneal (a labeled interferent for the test strips). Forty minutes after treatment, pt's blood glucose was retested, on an inform system, with a result of 207 mg/dl. Pt requested that his personal meter (type not provided) be used to test blood glucose, which generated a blood glucose result of 129 mg/dl. Pt reportedly advised hosp staff that his personal meter was "programmed a bit differently due to the fact that he was on pd [personal dialysis] and the dialysate he was to watch for was extraneal." No additional treatment for hypoglycemia was reported. The MFR requested the return of the inform system for evaluation.